Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting varying impedance measurements ranging from 954 ohms to greater than 2000 ohms. Additionally, threshold measurements were noted to be low. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant reviewed the data for this lead and confirmed impedance measurements greater than 2000 ohms and threshold measurements less than 1.0v. The consultant stated there could be a potential lead issue and recommended some further testing. The caller will discuss the clinical observations with this patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received confirming the lead continued to exhibit impedance measurements greater than 2000 ohms. A revision procedure was performed and the lead was removed from service and returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis revealed all conductor coils were fractured approximately 52.2 cm from the terminal pin, area distal end of suture sleeve tie-down. No other adverse events have been reported. This product issue will be updated if additional information is received.